Event description:
Caller alleged discrepant results compared with the lab. Results as follows:. Meter and lab testing were done one immediately after the other.

Manufacturer narrative:
Investigation pending.